Manufacturer narrative:
The insulin pump passed the displacement test however, the pump was unable to prime during the prime and compromised forced sensor system test and received a motor error alarm during the basic occlusion test due to a faulty fsr (gold). Unable to perform the excessive no delivery test and the occlusion test or verify no delivery alarms due to prime/fill anomaly and motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 355 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer performed displacement test and the test was pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.